Manufacturer narrative:
Other secondary intervention: thrombus aspiration, deployment of a bare metal stent. Eval - other (cd review). Results and conclusions - (stent thrombosis), (calcified, difficult lesion exhibiting 90% stenosis), (balloon inflated to 2 atms in excess of the product rated burst pressure).

Event description:
A 2.5mm diameter x 24mm length endeavor rx drug eluting coronary stent was implanted in a pt with angina. The lesion, located in the lad #6, was described as a calcified eccentric lesion exhibiting 90% stenosis. The lesion was not pre-dilated. It is reported that prior to use a post dilatation balloon catheter, the balloon of the relevant device was inflated once to 16 atms and twice to 18 atms (2 atms in excess of the product rated burst pressure). However, the physician confirmed that despite the post dilatation activities, the proximal side of the relevant stent appeared "floating" as result of the deployment, difficulties encountered due to the difficult lesion morphology. The action of the stent and balloon on the calcified lesion may have resulted in vessel trauma and this may have contributed to the thrombus formation. It is reported that 3 days post implant, the pt presented with symptoms. Emergent pci was performed for thrombus aspiration; then a 3.0mm diameter x 18mm length driver rx coronary stent was deployed at proximal side. The pt is reported to be fine and no other sequelae were reported. The physician commented that the thrombus "occurred most likely due to float of the stent, and the root cause of the floating stent was due to the lesion that appeared to be resistant to the balloon and stenting attempts." Info received from the account confirmed that the pt was unable to take the antiplatelet drug plavix due to an allergy. The procedural cd images confirm the target lesion as calcified, eccentric lesion. There are images of the successful delivery and deployment of the relevant endeavor rx drug-eluting stent evident by the restoration of good blood flow thought the vessel. The reported stent thrombosis is evident on the proximal side of the deployed stent resulting in the stoppage of blood flow to the vessel distal to this point. The images show the successful delivery and deployment of a driver rx coronary stent to the proximal side of the endeavor rx stent and the restoration of blood flow to the vessel following post dilation of the stent. The device has not been identified as the root cause of the reported event. Based on the info available, the root cause of the event was and inherent risk of the procedure and was most likely related to the pt's lesion morphology.